Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump was unable to confirm alarm due to erased history file. Insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error in the middle of a basal delivery and as the customer was about to change the infusion set. The customer also stated that she tried to replace the battery, and the insulin pump's programmed got messed up, preventing her from bolusing. The blood glucose reading was 300 mg/dl. She noted that when she tried to bolus, she received a no delivery alarm and another motor error. She stated that she was unable to change any of her sensor settings. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.